Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One tapered screw-vent implant, was returned for investigation. Visual evaluation of the as returned product identified no malfunction. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the patient reflected redness and swelling at the implant site at tooth location #11, accompanied with severe pain. The patient came to the clinic for examination, and the implant was removed upon the patient¿s request. Symptoms as a result of the event: edema, pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier (B)(6). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.